Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary no product was returned for investigation. Major bleed: the root cause of the bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Hypotension/ cardiac failure: the cause of the injury was not determined due to insufficient clinical details. Device history lot device lot: 1979323 device history review device with sn: (B)(6) passed all post sterile inspection checks. As per qn (B)(4), for pump with sn: (B)(6), pressure accumulator set not secured in blister pack. The qn is set in process to implement the rework. Inspection plan ensures that every other potentially affected lot will be found. Therefore, no further immediate action is required.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient with cardiomyopathy awaiting transcatheter aortic valve replacement (tvar) was implanted with an impella cp for mechanical circulatory support. The patient presented to the emergency room for dyspnea, orthopnea, lower leg edema, an ejection fraction of 20%, and severe aortic stenosis. Balloon aortic valvuloplasty was performed and the impella cp was implanted without complications, and the patient was transferred to the unit for rest and to await a tavr. On day 7 of support, the patient successfully underwent a tvar and remained on impella support post procedure. The following day, the medical team attempted to wean the patient from impella support, and the patient became hypotensive and was noted to be in heart failure. Support was increased, and the decision was made to let the patient rest and recover for another day. On day 10 of support, the patient was transfused with two units of packed red blood cells for a drop in hemoglobin and melena in stool. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.